Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she performed a control test on the contour next one meter and obtained a reading of 214 mg/dl at 3:21 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 9bv2g38 for evaluation. Since lot # 9bv2g38 expired on 31-jul-2020, the contour next control solution from lot # 9bv2g48 was used to perform testing. The returned meter was tested with the returned test strips and in-house control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.